Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of product# 9560524, lot# my22e001 during inspection, it was observed that the handle screw's thread was deformed and that the connection of the holder was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a product used for spinal therapy. It was reported that the device had tightening failure. There was no patient involvement reported and no further complications reported regarding the event. Additional information was received that the pre-op diagnosis was lumbar spinal stenosis and procedure involved was micro endoscopic laminectomy (mel). Event occurred during procedure, hence there is patient involved in the event and no patient complications reported.